Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of severe aortic stenosis, type 0 bicuspid aortic valve and horizontal anatomy with an aortic valve angle measured to be 62 degrees. Pre-procedural computed tomography (CT) assessment revealed severe calcification over 2 cusps and annulus with adequate vascular access. A non-abbott cerebral protection system (cps) was placed. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, on the first attempt, it was observed to be in a shallow position (-1mm above the annulus) and it was recaptured. On the second attempt, depth was achieved at 4mm on both the sides; however, stent strut was constrained due to the calcification nodule, and the valve was deployed successfully. It was decided to perform post-implant balloon valvuloplasty (post-bav) using a 25mm, non-abbott balloon. During the post-bav, the valve migrated above the annulus with the depth of 0mm on the non-coronary cusp (ncc) and 1mm on the left-coronary cusp (lcc) respectively. Transesophageal echocardiogram (tee) revealed significant aortic stenosis at annular level then the implanter decided to downsize to a 27mm, navitor valve given the severe calcified nodules and restricted stent opening. Upon preparation of associated large flexnav ds, at this moment, the implanted valve had migrated even further at a coronary artery level; aortography demonstrated no coronary obstruction. Due to the risk of second valve migration and high risk of paravalvular leak (pvl), the implanters decided to proceed with a surgical aortic valve replacement. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the same day afternoon, a surgical intervention was performed to resolve the event, and the valve was explanted surgically. The patient had extended hospitalization. The implanter believe was the cause of migration to be due to the severe calcification with inadequate expansion of the valve. The patient was in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.